Event description:
It was reported that this right ventricular (rv) lead experienced loss of capture at maximum threshold outputs. Fluoroscopic imaging revealed this lead had dislodged and there were concerns for a possible perforation. This lead was successfully explanted and replaced. It was further noted that there were no signs of pericardial effusion nor other acute trauma. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted dried fluid in the helix housing and tissue located near the tip ring both of which are considered normal for active fixation leads. Melt marks were also noted on the outer insulation, likely a result of electro-cautery. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead experienced loss of capture at maximum threshold outputs. Fluoroscopic imaging revealed this lead had dislodged and there were concerns for a possible perforation. This lead was successfully explanted and replaced. It was further noted that there were no signs of pericardial effusion nor other acute trauma. No additional adverse patient effects were reported.